Event description:
It was reported to vyaire medical that the vela ventilator has a leaky exhalation valve. The customer confirmed that the issue occurred prior to patient use.

Manufacturer narrative:
Vyaire file identification: (B)(6). A vyaire field service representative(fsr) evaluated the device onsite and the vent was showing a leak. The fsr noticed that the exhalation valve cover was broken. The valve cover was replaced and the vent is performing within manufacturer specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.